Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the positioning sensor unit (psu) was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect psu was returned to the manufacturer for evaluation. Log evaluation found that the illuminator current would intermittently vary out of specifications. Accuracy assessment kit (aak) testing passed on the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the orange led on the navigation system was illuminated. The configuration utility displayed that a hardware fault occurred on the camera. The reported issue occurred when powering on the navigation system. There was no patient present when this issue was identified. No additional information was provided.